Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The power supply problem was actually a shut down problem. This issue was resolve by installing a new executive processor pcba (0670-00-0770). The fse completed the full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient post open heart surgery, the cardiosave intra-aortic balloon pump (iabp) experienced an unexpected shutdown issue where the screen went black with no alarm. It was noted that the batteries had been fully charged, the batteries and plug were displayed on the screen, and the iabp unit was in hybrid mode. The patient was successfully transferred to a second cardiosave iabp unit without incident. The first cardiosave iabp was sent to the customer's biomedical department. There was no patient harm and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6).